Manufacturer narrative:
Device eval by manufacturer: this 1.85 mm jetstream sc atherectomy catheter was returned and analyzed. No guidewire was in the device or returned with the device. Visual inspection revealed shaft damage in the form of buckling/kinks located 1 cm from the tip. A .014 test thruway guidewire was inserted into the tip of the device and the guidewire transcended through the device with no hesitations or restrictions. The device was connected to the jetstream console per the instructions for use and was functionally tested for any issues or errors. The device primed as designed. The guidewire was inserted into the gard; however, the device did not function as designed. The motor was heard, but no tip rotation was observed. The devices pod was opened to inspect for damage, which revealed that the pinion gear had slipped off the drive shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The guidewire issues that were observed in the field were not able to be confirmed though analysis.

Event description:
It was reported that the jetstream catheter and the wire became stuck. A 1.85 mm jetstream sc atherectomy catheter was selected for treatment of peripheral arterial disease. During the procedure, the jetstream and wire become stuck. The procedure was completed with another jetstream without sequelae.

Event description:
It was reported that the jetstream catheter and the wire became stuck. A 1.85 mm jetstream sc atherectomy catheter was selected for treatment of peripheral arterial disease. During the procedure, the jetstream and wire become stuck. The procedure was completed with another jetstream without sequelae.